Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 6947m55 lead, implanted: (B)(6) 2014; product ID 419588, lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Event description:
It was reported that there was high and increasing threshold on the right ventricular (rv) lead. The lead was capped and replaced. It was also reported that during the implant procedure, there was high right atrial (ra) lead impedance and noise with oversensing. It was suspected there was a loose pin which was confirmed on fluoroscopy that the is-1 pin was protruded. The physician pulled the atrial lead but it could not be detached. Just to check, the atrial lead that was programmed to tip to ring polarity was inserted to the left ventricular (lv) port (is-1); and the lead was high. The atrial lead was disconnected again and the lead impedance was measured using the analyzer while applying tension, the lead impedance was stable. The atrial lead was inserted to the atrial port of the new device and undersensing with high impedance was measured. The lv lead was then inserted to the atrial port of the new device and the impedance was normal. Since it was unknown what triggered the event, a new device was used. It was connected to the lead and the measured data was within normal range. No patient complications have been reported as a result of this event.